Manufacturer narrative:
The affected device was tested onsite by dräger service and the log file was provided for further analysis. The log entries indicate that the device switched off due to a faulty or depleted internal battery. The alarm messages "battery low" and "battery discharged" were being posted by the device, but the time from the alarms until battery depletion was lower than specified. During the device test the device was recharged and the subsequent battery charge-discharge-charge cycle complied with the specification. This can be caused by the device not being operated on internal battery for a longer period of time due to reversible electrochemical effects. A full functional test of the device showed no malfunction. In case of mains power loss or during transport the device will be supplied from the internal battery in order to continue operation. The specified back-up time with a new and fully charged internal battery at typical ventilation is about 30 minutes. Depending on battery capacity and battery voltage further alarm messages ¿battery low¿ and ¿battery depleted¿ are posted with progressive battery operating time. In case battery power depletes, the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. The device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during transport the ventilator shutdown without warning. No patient injury.